Event description:
Additional information received stated the expected and actual volumes were unknown. It was also stated the cause of the discrepancy was unknown and there was only one volume discrepancy. It was noted the cause of the volume discrepancy was stated to be a possible catheter occlusion and there was no cerebrospinal fluid (csf) at replacement. It was noted it was not a device issue, but a possible catheter occlusion. The volume discrepancy, unsuccessful catheter access port (cap) and no csf flow was resolved by catheter replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n125493001, implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as chronic low back pain and spinal pain. Past medical history included osteoporosis, possible stroke, hypertension, heart attach, and hyperlipidemia. It was reported that the patient had uncontrolled pain for 4 months ((B)(6) 2016). At the patient's last refill on (B)(6) 2016, there was a volume discrepancy, the amount was unknown. The patient reported more medication was aspirated from pump than expected. The physician was unsure of the volume amount either. The physician attempted to aspirated from the catheter access port (cap) prior to surgery, it was unsuccessful. There was no cerebral spinal fluid (csf) flow once pump the pump was disconnected from the catheter on (B)(6) 2016. A partial explant occurred, a portion of the spinal segment remained implanted and tied off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.